Event description:
During a follow-up in clinic, the device was noted to be at elective replacement indicator (eri) much sooner than expected. The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer, revealing it was at elective replacement indicator (eri). A longevity assessment was performed based on field settings at the device met the projected longevity, which indicated that the device was at eri due to normal battery depletion. The reported event of premature battery depletion was not confirmed.